Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer advised they took out the sensor and there was no electrode and this occurred with 4 different sensors. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that 7 sensors would be replaced. Customer does not have any sensors to return.